Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). The meter result was 2.0 inr. The repeat meter result was 1.9 inr. The repeat meter result was 1.6 inr. The repeat meter result was 3.2 inr. The repeat meter result was 3.3 inr. The repeat meter result was 2.7 inr. The date and time were set incorrectly on the meter so the customer did not know the exact time of the results. They stated all the tests were taken within 45 minutes. Customer stated they sometimes use the same finger but it is not known what tests were from a previously used finger. The customer's therapeutic range is 2.0-3.0 inr. Customer tests on a twice a month basis.